Event description:
Penumbra coil 400 was successfully detached form pusher inside of aneurysm. After detachment the proximal end of the pusher would not come out of the detachment handle. The fellow forcibly removed the pusher from the handle and noted a portion of the coil pusher remained in the handle. The procedure continued with a new handle and there was no impact on patient health.

Manufacturer narrative:
Results: the handle has no visible damage to the exterior. The handle was opened and the proximal end of the pusher assembly was inside. The handle was tested using the production test fixture which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. The handle is functional. Conclusion: the complaint has been evaluated. The complaint indicates that after detaching the coil 400 part of the pusher assembly was stuck inside of the handle. During evaluation the handle functioned correctly and passed for both throw distance and pull force. The handle was opened and the broken piece of the pusher assembly was observed to be inside. This damage can occur if the handle is actuated numerous times during detachment. The pull wire is pulled back each time the handle is actuated, eventually trapping the proximal end of the pusher assembly. The force used to remove the pusher assembly from the handle caused the break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.